Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Incomplete. The lot number is unknown.

Event description:
It was reported by sales rep via email that a drill bit or pin broke and was left in the patients leg during an acl surgery on (B)(6) 2019. This was not noticed until a follow up appointment at dr's office. The sales rep states they cannot confirm the identity of device, but due to it can be seen trough x-ray, and based on rep's knowledge, it appears to be the drill tip guide pin from an acl disposables kit. Additional information received from the affiliate reported the event occurred on (B)(6) 2019 and they confirmed the part used during the procedure.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: additional information: b5: subsequent follow-up with the customer, additional information was received. It was reported that the patient was fine and free of any symptoms. It was reported that the broken part of the device was not removed. It was reported that another surgery was not planned at this moment. It was reported that the lot number was unknown.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: the complaint device is not being returned, it was implanted in the patient, therefore unavailable for a physical evaluation. With the information provided, and without the complaint device to evaluate, we cannot determine a root cause for the reported failure. Further, no lot numbers were supplied which precludes conducting a DHR review or a lot specific search in the complaints handling system. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.